Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 drg lead, 50cm length; however, it is unknown which drg lead, 50cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7376348.

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date. Note: it is unknown which lead is related to this issue.